Event description:
(B)(4). Same patient as MDR ID# 2134265-2013-00849. Same patient as MDR ID# 2134265-2013-00850. It was reported that during a stenting treatment procedure, vessel jailing occurred. The patient presented with worsening exertional shortness of breath and abnormal stress test and was subsequently diagnosed to have silent ischemia. The 80% stenosed target lesion was 14mm long with a reference vessel diameter of 2.75mm, located in the proximal left anterior descending (lad) artery. The physician attempted to advance a luge guidewire into the ramus but was not able to cross the lesion. The physician then attempted to cross the ramus with a pt graphix guidewire but still could not cross the lesion. Using a direct stenting method the physician placed a 2.75 x 16mm ion stent. Following post dilatation with an unknown balloon catheter, residual stenosis was 0%. The physician also treated the 70% stenosed, de novo target lesion, 16 mm long with a reference vessel diameter of 3 mm, located in the left circumflex artery (lcx), with direct stent placement of a 3.00 mm x 20 mm ion us coa stent, with 0% residual stenosis. Post implantment of the 3.00 x 20 mm ion us coa stent in the distal left main coronary artery (lmca) to proximal lcx, there was a jailing of the lad. This was treated with the wiring and dilatation using a 2.75 x 15 mm non bsc balloon through the stent struts which were "crossing the lad".

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).